Event description:
On (B) (6) 2010, patient reported an elevated blood glucose incident that occurred this morning. Patient stated she woke up this morning with a blood glucose reading of 450 mg/dl and was able to bolus 7 units of insulin. Patient reported she was able to bring down the blood glucose with the bolus. Patient stated her blood glucose was 190 mg/dl before going to bed. Patient's target blood glucose range is 140-150 mg/dl. Patient reported her blood glucose readings are currently back to normal. Patient is currently using her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.